Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad with a blanket covering it while in her chair and received burns on her back. Consumer alleges her blanket was discolored during the event.